Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2012. There were no complications reported during or post procedure. The patient was seen in the ER on (B)(6) 2012 for post-intubation discomfort. The patient was seen (B)(6) 2012 and was able to void without difficulty. The patient denied significant pain at the area of the incision. Post void urination was checked with and without catheterization and 10 cc. Was obtained. The incision was examined and no erythema was identified. The patient complained of pain in her vaginal area on (B)(6) 2012 and was prescribed dilaudid. The patient reported body aches with vomiting on (B)(6) 2012. The patient reported feeling stitches in her vagina on (B)(6) 2012. The patient was seen (B)(6) 2012 for a physical exam and she presented with a small amount of incontinence. The physician identified a retained stitch in her vagina which was removed. The patient reported occasional episodes of urge incontinence. The patient reported bladder pain on (B)(6) 2012. The patient presented with incontinence and pain on (B)(6) 2012. A urinalysis identified a 3+ blood with an occasional white cell, a rare red cell, occasional bacteria, and an occasional epithelial. The remainder of the physical exam showed no abnormalities. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.